Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular lead, a lead perforation occurred. The lead was successfully implanted with no additional adverse patient effects or further actions reported.